Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-03397, 2134265-2013-03395, 2134265-2013-03396, 2134265-2013-03398, 2134265-2013-03400, 2134265-2013-04075. It was reported that following a percutaneous coronary intervention, acute thrombosis and death occurred. The first target lesion located in the right coronary artery (rca). The lesion was pre-dilated with a 3.5x12mm apex balloon. A 4.0x28mm veriflex, 4.0x20mm veriflex, and 4.0x16mm veriflex stents were deployed in the rca. The deployed stents were post-dilated with a 4.0x15mm nc quantum apex balloon. A second lesion was located in the left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0x12mm apex balloon. A 2.75x16mm veriflex, 3.0x16mm veriflex, and a non-bsc stent were deployed in the lad. The deployed stents were post dilated with a 3.0x12mm nc quantum apex balloon. The procedure was completed and the patient was taken to the holding area. However, 45 minutes after the inital procedure while the patient was in the holding area she experienced chest discomfort. The patient was taken back into the cath lab, and angiography revealed that the rca and lad were thrombosed and completely occluded. Re-intervention was performed with balloon dilation with a 3.0x12mm nc quantum apex balloon. While using a 182cm pt graphix intermediate guide wire a distal vessel perforation occurred in the distal lesion. Perforation was stented with a 4.0x12mm veriflex stent and post-dilated with a 4.0x15mm nc quantum apex balloon. Balloon dilation was performed in the lad lesion with the same nc quantum apex balloon. Patient was still unstable and was sent to ICU after being put on an intra-aortic balloon pump. At an unspecified time pericardiocentesis was performed and the patient subsequently died the following morning of cardiac arrest.